Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a catheter body cut/torn was not able to be confirmed by the photo. The image shows a catheter with what appears to be air bubbles within the distal extension line, however, no damage can be observed in the photo. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter body cut/torn was not confirmed by visual inspection of the customer supplied photo. The customer photo shows a 4-lumen cvc catheter with what appears to be air bubbles within the distal extension line lumen, however, no damage can be observed in the photo. In addition, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot number from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "right subclavian central venous line in place since (B)(6) 2023. On (B)(6) 2023, fluid and medication emptied from the distal leg when a drug was applied at the entrance to the distal part in the retaining plate. Air bubbles appear during aspiration." No patient harm was reported. The catheter was removed and replaced. The patient was discharged on (B)(6) 2023.

Event description:
The complaint is reported as: "right subclavian central venous line in place since on (B)(6) 2023. On (B)(6) 2023, fluid and medication emptied from the distal leg when a drug was applied at the entrance to the distal part in the retaining plate. Air bubbles appear during aspiration." No patient harm was reported. The catheter was removed and replaced. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
(B)(4) the customer returned one, 4-lumen catheter for analysis. Signs of use were observed on the catheter. After failing functional testing, visual analysis revealed a cut on the distal extension line adjacent to the juncture hub. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform. The appearance of the damage is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc). The catheter body measured 171 mm, which is within the specification limits of 157-177 mm per catheter product drawing. The outer diameter of the catheter body measured 2.88 mm, which is within the specification limits of 2.87-2.97 mm per catheter body extrusion product drawing. The outer diameter of the distal extension line measured 2.17 mm, which is within the specification limits of 2.13-2.21 mm per distal extension line extrusion product drawing. The inner diameter of the distal extension line measured 1.45 mm, which is within the specification limits of 1.42-1.50 mm per distal extension line extrusion product drawing. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syr inge filled with water was used to flush each lumen. Water was observed leaking from the hole in the distal extension line. The other extension lines flushed as intended without signs of leakage. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leaking extension line was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a hole/cut on the distal extension line. The edges of this hole/cut appeared smooth, uniform and consistent with damage resulting from contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Despite the damage, the sample met all relevant dimensional requirements. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. UDI related data quality updates only.

Event description:
The complaint is reported as: "right subclavian central venous line in place since (B)(6) 2023. On 25.09.2023, fluid and medication emptied from the distal leg when a drug was applied at the entrance to the distal part in the retaining plate. Air bubbles appear during aspiration." No patient harm was reported. The catheter was removed and replaced. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "right subclavian central venous line in place since (B)(6) 2023. On (B)(6) 2023, fluid and medication emptied from the distal leg when a drug was applied at the entrance to the distal part in the retaining plate. Air bubbles appear during aspiration." No patient harm was reported. The catheter was removed and replaced. The patient was discharged on (B)(6) 2023.